Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in stating they got a recharger but the issue still persisted, they talked with their healthcare provider (hcp) and they couldn't do anything unless they decided to explant the implantable neurostimulator (ins). Patient mentioned they couldn't pass recharge of 50%-55%. Patient mentioned they gained more weight. Patient services (pss) redirected the patient to hcp and provided nas number to set up an appointment with mdt representative to check the pocket.

Event description:
On (B)(6) 2025 it was reported that for the past couple weeks the patient's (pt) implantable neurostimulator (ins) would not take a charge. Patient had reset the controller but that did not resolve the issue. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient got the message memory problem data has been lost repeat the set up process. Patient put the battery back into the controller and verified the green light was flashing on the controller. Patient attempted to recharge their implant and they got no device found. Patient pressed recharge and got the passive recharge mode screen with the highest number being 57. Patient repositioned the recharger and got 53 and 52. Pt could not get recharger to advance past passive recharge mode and were stuck in the mid-60s. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Agent called the pt back to collect recharger serial number and left a voicemail. Per additional information on 14april2025. Patient got the recharger replacement but she is still getting no device found. When in passive recharge mode, patient got into the mid-fifties, with her hand pushing at the paddle into the neurostimulator, her numbers went down to the 40s. Patient maybe able to feel all edges of the neurostimulator, she didn't appear to be confident. Technical services (tss) redirected patient to hcp to further assess the pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had a significant change in weight and had been unable to recharge. The ins seemed to be deep in the pocket and the manufacturer representative was unable to get the device to communicate. The cause of the event was unknown. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc serial# unknown product type recharger. Product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.